Event description:
A caller reported that the insulin battery charge dropped by 25% rapidly, leading to an unexpected shutdown of the pump. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.